Event description:
Boston scientific received information that during a follow up visit, this right ventricular defibrillation lead exhibited an increase in thresholds and a greater than 500 ohm decrease in pacing impedances since implant. A revision procedure was performed; the lead was attempted to be repositioned; however, adequate measurements could not be obtained. Upon removal of the lead, body fluid was noted throughout the lead insulation and a sharp curve was noted in the lead distal to the suture sleeve. Insulation damage was suspected to be the cause of the out of range measurements. A new lead was eventually positioned with high thresholds after multiple attempts. The explanted lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this rv lead was thoroughly inspected and analyzed. Visual inspection noted the lead was returned with the suture sleeve remaining tied down and the reported bend in the lead, distal to the suture sleeve was confirmed. Additionally, a nick in the insulation was noted approximately 13 cm from the terminal pin. A small amount of blood was noted within the rate/sense negative lumen at 12-15 cm from the terminal pin. The blood likely entered the lumen through the identified nick. The suture sleeve was removed and a cut in the distal high voltage lumen only, 25.8 cm from the terminal pin, was identified. The cut appears consistent with a sharp instrument (i.e., not due to a suture). Dried blood was noted in the distal high voltage lumen at 25-39 cm from the terminal pin. Once again, the blood likely entered the lumen via the identified cut in the insulation. The lead passed resistance testing confirming it was electrically continuous. The noted bend in the lead did not appear to affect lead functionality. The nick in the rate/sense negative lumen could have contributed to the reported clinical observations; however, analysis is not able to definitively determine when the nick was induced.